Event description:
It was reported that during a routine device change-out, externalized conductors under fluoroscopy and fracture were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.